Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the average tortuous and moderately calcified distal right coronary artery. The physician first deployed a taxus express2 stent and then advanced the 3.5x8mm quantum maverick balloon to the stent to post dilate it. The balloon was inflated to 12atms for thirty seconds on the first inflation. On the second inflation, the physician inflated the balloon to 16atms for thirty seconds and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 3.5x8 quantum maverick balloon. Patient status is reported as "good".